Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, the physician went down with a scope, found the capsule in the stomach and retrieved in with a roth net. The pt was not injured following the procedure.